Event description:
The physician reported that the intraocular lens was removed and replaced 6 months after the initial implant. Reason stated the patient's complaint of glare, rings in his central vision and overall poor vision.

Manufacturer narrative:
The iol was received and measured for diopter, results were correct as labeled. The results of the visual and optical specifications confirmed the iol was within product specifications our investigation identified no product deficiency, suggesting that this event was not caused by the iol. All information currently available is included in this report.